Event description:
Pt arrived in the ICU from the ed at 1900 with two ivs infusing via infusion pumps - normal saline at 100 ml/hr and cardizem at 10 mg/hr. The ICU nurse switched the infusions to the ICU infusions pumps. Facility qa dir thinks that the pumps were programmed correctly but that the nurse hung the infusion on the wrong pumps. Note: two serial numbers are included. At 2012, the pt was lethargic, respirations were labored, pt foaming at the mouth, bradycardic. The nurse went to turn down the rate of the normal saline and noticed that the cardizem infusion was almost empty. The facility qa dir thinks that the pt had received 60 mg of cardizem over 1 hr instead of 10 mg. Pt given diuretic, symptoms treated. The pt expired at 2150. Qa dir is unsure if the cardizem overinfusion caused the death or may have contributed to the death.

Manufacturer narrative:
This event is still under investigation. The facility is trying to obtain and send the data set that was in use at the time of the event. Will send updated report when the investigation is completed.